Manufacturer narrative:
Patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occured in united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia.the blood glucose level was 400 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. The length of hospitalisation is less than 24 hours. No further information available.